Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet had a cracked and unresponsive screen, confirmed by a photo and device verification, and a replacement was arranged with instructions to return the damaged unit. Symptoms included high blood glucose at the time of the report. Outcomes included temporary discontinuation of ilet therapy while the user reverted to an alternative insulin regimen. Investigation included customer interview, visual confirmation of the screen damage, and collection of a blood glucose questionnaire. Investigation of this case revealed a hardware failure involving the display component consistent with external damage that rendered the touchscreen nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to handling or impact rather than a device manufacturing or design defect.